Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings: review of the black box data confirmed motor rewind error (078-0008) recorded. On investigation, the alleged complaint was replicated. The pump was opened for investigation and revealed moisture and corrosion throughout the interior of the pump and on the printed circuit board. On examination, there was moisture behind the display lens, the battery compartment was cracked and the audio bolus button cap was damaged. Leak testing revealed moisture leakage at the battery compartment crack and the through the damaged audio bolus button cover.